Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer yet. Therefore it could not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. However, a corrective action has been initiated to address the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that when the cement was opened during surgery, it was realized that the bag was not well sealed and the contents left the bag without opening it.